Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured as high/undefined pacing impedance, oversensing/noise was noted on stored episodes and there were numerous short v-v intervals. The lead was capped and replaced with a pace/sense lead due to the patient's improved ejection fraction. No patient complications have been reported as a result of this event.